Event description:
The physician was attempting to implant a 2.75mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent in a patient. The lesion was pre-dilated. It was reported that while the stent was passing the distal lesion, the struts of the stent became damaged and when the device was removed from the patient the struts were noted to be damaged. The lesion was located in the cx-om1, with 20% stenosis and moderate tortuosity and calcification. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between marker bands as per specifications; multiple stent struts were raised, damaged and deformed. Cine image review: procedural images show multiple coronary angiographic shots of the occluded lad, in which a stent was successfully deployed, the rca and the diseased lcx and om. After successful treatment of the lad both the lcx an om were wired. The images show the pre-dilatation of both the om and lcx. Followed by the deployment of stents in each. The unsuccessful delivery of the endeavor sprint stent were not shown on the images provided.

Manufacturer narrative:
Results: stent deformation. Patient lesion morphology; moderate tortuosity and calcified lesion. Conclusion: patient lesion morphology; moderate tortuosity and calcified lesion. (B)(4).